Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Device fired through lockout. The device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.

Event description:
It was reported that during a robotic assisted prostatectomy procedure, after the 6th or 7th clip, they heard a loud crunching sound like broken plastic or the device was empty. It was so loud that the surgeon heard it 10 ft away in the observation box. The jaws of the device could not be opened. They had to wiggle it off the small vein. Once off, there was a lot of force used to get the jaws open. A new one was used to complete the procedure. There was no impact to the patient. The device was fired by the surgical assistant.